Event description:
The pt reported in october 2014 she was hospitalized for high blood glucose (exact bg level was not provided). She stated she felt like she was close to having a heart attack. The pod was discarded. She could not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.